Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose increased to 572 mg/dl due to a bent infusion set cannulas. The patient also experienced a high blood glucose over 600 mg/dl. Whenever she inserts the cannulas tend to bend. The patient's blood glucose at the time of call was 422 mg/dl. Troubleshooting was declined for the infusion set insertion issues. The insulin pump was not returned for analysis.